Manufacturer narrative:
Age at time of event: over the age of 18 years old.

Event description:
It was reported that the rotapro burr became stuck on the wire and was unable to advance. A percutaneous coronary intervention was being performed on a mildly tortuous, severely calcified lesion. The lesion was ninety percent stenosed. A 1.50mm rotapro and a rotawire were used for treatment. During the procedure, the 1.50mm rotapro became stuck on the rotawire and was not able to advance any further. Both the 1.50mm rotapro and the rotawire were removed from the patient, and a new 1.50mm rotapro and rotawire were opened as replacements. These new devices were used to successfully complete the procedure. There were no patient complications as a result of this event.